Event description:
It was reported that neoflon yel 24ga IV cannula catheter broke. The following information was provided by the initial reporter: the pediatric patient was cannulated. First cannula went broken.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the customer verbatim, the reported defect of peelback could be referring to a peelback issue. The probable root cause for peelback could be due to the tubing material. A trend for the peelback issue has been identified for this product line. CAPA 81917 has been initiated to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. Customer complaint trends will also continue to be evaluated on a monthly basis. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that neoflon yel 24ga IV cannula catheter broke. The following information was provided by the initial reporter: the pediatric patient was cannulated. First cannula went broken.